Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15820. Related manufacturer reference number: 2017865-2021-15821. Related manufacturer reference number: 2017865-2021-17564. Related manufacturer reference number: 2017865-2021-17566. New information received notes that the patient had a pocket infection. The implantable cardioverter defibrillator and leads were removed. The patient was in recovery.